Manufacturer narrative:
The customer reported issue of the autopulse displayed ua07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the initial functional testing and archive review. The issue was attributed to a defective load cells. Both of the load cells were replaced to remedy the issue. Following service, the autopulse passed the final functional testing with no issue or faults observed. Visual inspection was performed and found that the bottom enclosure of the platform is misaligned with the top cover. The bottom enclosure did not have any damage and was readjusted and installed back to the autopulse to remedy the misalignment issue. Archive review showed numerous error message of ua07 occurred on the reported event date of (B)(6) 2017 thus confirming the reported complaint. The archive also shows ua12 (lifeband not present) error message to have occurred on the reported event date but is unrelated to the reported complaint. Ua12 exhibited when the platform detects that the lifeband is not properly installed. Functional testing was performed and the platform failed testing due to ua07 displayed upon powering up the platform. Additionally, unrelated to the reported issue, the pdb (power distribution board) was replaced due to a brake connector on j1 was found damaged. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that during shift check the autopulse displayed ua07 (discrepancy between load 1 and load 2 too large). Customer stated that the error displayed three weeks before the reported event and was able to clear. However during the shift check of (B)(6) 2017, they were not able to clear the error message. No patient involvement was reported.